Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
A health care provider reported that they were trying to turn the implantable neurostimulator (eri) off with patient programmer (pp) for surgery. They saw an error code power on reset (por 0x0 )and elective replacement indicator (eri) messages on the pp. It was indicated that the patient was in or for unrelated surgery on the day of this call. No patient symptoms or harm were reported. It was further reported that they contacted manufacturer and stim was turned off. The indication for use for this patient was dystonia.